Event description:
Pt bent over to pick up a toy from the floor, their hip dislocated, an ambulance had to pick them up and take them to the e.r., and had to be taken to the o.r. For anesthesia to put it back in place. The 2nd time it came out again pt bent over to pick up some soda in the pantry. Pt came out and hit the floor as before and had to lay there for one hour before their family member came home and found pt again. Emsa to the e.r., then to the o.r. And hospitalized this time. Pt was fitted this time for a full hip brace in which pt has had to wear for over 10 months. The implant is and has always been somewhat painful. Pt is restricted to sitting at no more than a 60 degree angle. Also pt's whole gait has been restricted. Pt can only sit for a few minutes at a time because they must recline with their legs up. Pt has been advised the only surgery would be to place some type of material behind the ball area or head area, but the surgery is only 50/50, and would limit their movement even more. Pt is forced to sleep with a pillow between their legs. Pt is miserable with this implant and this has ruined the quality of life as far as their daily routines, no real exercise etc. The hip brace, which is a full apparatus, created a problem in the lower spinal area with the discs and deteriorated areas because extremely painful and destroyed their posture. Pt was a yoga, and workout person, walking fast pace for an hour per day. Pt is now unable to do or perform any of these activities also dance. Now pt can do nothing. Pt cannot work, etc. And drive car.